Event description:
Material #309646 lot #4256360. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Please see the complain below for item 726719 on po (B)(4), can a credit be issued for the 1 bx? Its lot number 4256360. "Complaint from customer on the bd product below. They also found that the stoppers on some were yellowed and looked like dirt in them. We found this one as well, as you can see the black stopper is malformed, same lot# and exp.# we are checking for more. Product#: 309646.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) - supplemental MDR - foreign matter additional information: following submission of initial MDR, the customer provided new information. Date of event: 02/27/2025. Section b updated with new information. Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.